Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel. Additionally, the patient experienced palpitations. The patient is to be admitted to the hospital and to be further evaluated. At this time, this device remains in service. No further adverse patient effects were reported.